Event description:
A report was received that the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent a lead revision procedure and was doing well postoperatively.